Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2022-16581. It was reported that during the permanent implant procedure on (B)(6) 2022, the physician was advancing the second lead when the patient's vitals declined and the patient began vomiting. As a result, the procedure was aborted. The patient's vitals have since returned to normal.